Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: the device was implanted via v-p shunt at 140mmh2o to the patient who was (B)(6) girl. Doi is unknown. From a year ago, it had been unable to reprogram the setting pressure by the programmer, so the surgeon had changed the pressure twice by using neodymium. In addition, the patient had a hematoma probably caused by over drainage despite the high pressure setting, 180mmh2o. The surgeon suspected the problem with the valve and replaced the valve with the new product at 200mmh2o on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected. No defects were noted. The valve was tested for programming. The valve failed the test at 180mmh20. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested. A leak from the proximal connector was noted. The valve was retested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was reflux tested. The valve passed the test. The proximal connector was visually inspected; it was noted that the connector moved in the silicone housing. Then the proximal connector was removed from the silicone housing and it was inspected: no defects were noted in the molding of the silicone housing or on the connector. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve 82-3844, lot number ckjbly, was conformed to the specifications when released to stock on the 2nd july, 2009 the root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the cam and cam pillar and on the base plate. The dislodging of proximal connector is probably occured during valve ex-plantation, but this could not be determined. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.